Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed service code 204: belt/monitor unusable. The cause for the failure was isolated to a shorted u409 component on the computer/analog pca. The root cause for the defective u409 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.